Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-jan-2023 by a male patient of an unknown age reporting his own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane to chin (unknown amount, lot number, injection technique and needle type). After restylane treatment, the patient had experienced product allergy (implant site hypersensitivity), swelling (implant site swelling) at face and secretions (implant site discharge). On an unknown date, the patient was hospitalized until the suspected product was removed. The patient had received treatment with predsim [prednisolone sodium phosphate] and unspecified antibiotics. Outcome at the time of the report: allergy was unknown. Swelling was unknown. Secretions was unknown.

Manufacturer narrative:
Company comment: the serious events of hypersensitivity, swelling and discharge at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause include the patient's hypersensitivity to the product. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.